Manufacturer narrative:
On 08/27/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team¿s visual examination indicated the device appears intact and no anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. According to the information provided, pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog number and lot number both unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unspecified mentor saline breast prostheses when the left breast prosthesis deflated after implantation. Deflation was confirmed by a physical exam. On (B)(6) 2018, mentor received additional information that the patient developed capsular contracture (baker grade iii) in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 320cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.